Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that there were air bubbles in the infusion set tubing. Customer's blood glucose was 237 mg/dl. Reportedly, the customer primed the infusion set tubing and resumed insulin delivery to address the issues.